Event description:
The initial complaint was reviewed and found not reportable. It was determined this part should be captured under related complaint (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It was determined this part should be captured under related complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown drill guide. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown drill guide. PMA/510(k) number is not available. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 a turn-to-lock drill guide was damaged after attempting to disassemble. A wrong unknown drill guide sleeve and an unknown drill guide with graduation were inserted into turn-to-lock drill guide and could not be removed. There were no surgical procedure and patient involvement. This (B)(4) captures the unknown drill guide and sleeve. (B)(4) captures the turn-to-lock drill guide. This report is for one (1) unknown drill guide. This is report 1 of 2 for (B)(4).